Event description:
Echec de pose to be confirmed. Customer did not answer the emails from ssc and sbu.but they told the sbu that this device was used in december 202526-mar-26: problem for the staff who were unable to remove the pin (goupille).

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.